Event description:
It was reported that patient enrolled in clinical study underwent left hip revision procedure to remove and replace an unknown acetabular cup due to loosening on (B)(6) 2003. A subsequent revision procedure took place on (B)(6) 2005 to remove and replace the acetabular cup and modular head for an unknown reason. A review of invoice history confirmed that a third revision procedure occurred on (B)(6) 2011 to remove and replace the modular head with a biomet manufactured modular. It appears the acetabular cup was removed and replaced with competitor acetabular components; however, the reason for the third revision is also unknown.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01379 / 01380).